Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the deflectable videoscope had no image. The issue was found during preparation for use for a therapeutic laparoscope procedure. The procedure was finished with a similar set of devices. There was no report of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the charged coupled device (ccd) unit was damaged and the event occurred. The event can be detected/prevented by following the instructions for use which state: inspection of the endoscopic image. Olympus will continue to monitor field performance for this device.